Event description:
Report received indicated the patient experienced redness and itching under the entire wafer with a three inch area of purple and a pinpoint area of bleeding. The patient experienced the condition during an unknown period prior to complaint receipt. Patient treated with anti-itch cream. Patient outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report should be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.